Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, at the time of stapling the stomach, staples did not form but knife made the cut. There was bleeding that was controlled with cautery device and the use of an extra reload. Tissue damage was also reported and the surgical time was extended more that 30 minutes.